Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument was found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had broken wires. There was no reported patient involvement. Intuitive surgical, inc. (Isi) contacted the site and obtained the following information: the issue was found after washing process for sterilization. The issue was not noticed during the procedure. The instrument was inspected in sterilization. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips nor were there any issues related to up/down (pitch) motion of the wrist. The cables that have the issue are on the sides of the instrument. The issue is with both cables. There are no photographic images of the device(s) or a video recording of the procedure available for is review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.